Manufacturer narrative:
In the absense of detailed information, this event is considered to be a possible infectious corneal ulcer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).

Event description:
An eye care professional reported that an unspecified patient experienced a corneal ulcer associated with wear of an air optix aqua contact lens. The doctor refused to provide any further information.